Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is extended use of the device past the validity period. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The tube broke in the a-line used in the emergency ward. The blood pressure tube, which had been in place for about two weeks, broke and there was bleeding from the broken area. No additional patient consequences to report.